Manufacturer narrative:
(B)(4). The customer reported that the display did not light up. There was no reported pt involvement. The device was evaluated by a local third party service provider. The symptom was clarified as the display showing no image. The control pca was replaced to resolve the issue.

Event description:
The customer reported that the display did not light up. There was no reported pt involvement.